Manufacturer narrative:
Conclusion: based on the received information from the field, intraoperative measurements showed an elevated ground path impedance likely due to air over the reference electrode contact. Further the active electrode array was inadvertently damage during implantation surgery explaining the reported channels with hi status. The damage was confirmed during device investigation. A back-up device was implanted successfully. This is a final report.

Event description:
Information was received, that a back-up device was used during an implantation surgery.

Event description:
Information was received, that a back-up device was used during an implantation surgery on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received, that a back-up device was used during an implantation surgery on (B)(6) 2025.

Manufacturer narrative:
Additional information: based on the received information from the field, intraoperative measurements showed several channels with high impedance due to undetermined reasons. To determine an exact root cause a device investigation would be necessary. A back-up device was implanted. The concerned device has not been received for investigation yet.